Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anatomosis. According to the reporter: the anvil could not incise the tissue completely, and was stuck at the patient's tissue. The surgeon proceeded to use the forceps to remove the anvil. No patient injury occurred. Operative time was extended to more than 1hr 20mins.